Event description:
Physician reported the intraocular lens was removed and replaced, due to unplanned hyperopia.

Manufacturer narrative:
Device not yet received for analysis. Product met all criteria prior to release. The cause of this incident is undeterminable at this time.